Event description:
Boston scientific received information that high pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. Some spikes that could indicate oversensing were also reported during stimulation. Boston scientific technical services (ts) reviewed the saved memory to disk and confirmed the impedance issue. However, it was noted that there was no sign of noise or any of the reported spikes. Ts also discussed the potential factors that could cause high impedance and suggested measures to evaluate the system. Additionally, it was confirmed that no revision was done and all other measurements were in range. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received confirming that the patient was not pacer dependent. The observed high impedance issue was suspected to be due to the formation of the fibrotic tissue around the tip of the lead. At this time, the device and lead were extracted and replaced successfully. No additional adverse patient effects were reported.